Manufacturer narrative:
The reported events of separation failure and docking issue-during procedure could not be confirmed. Final analysis found the device exhibited normal device characteristics without any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, the lp failed to separate from the delivery catheter. Re-docking was attempted, but unsuccessful. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.